Event description:
It was reported that bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: during the preparation of chemo infusion, the leakage occurred. The syringe was not used on patient because the defect had been noticed before that. Customer reported that this defect did not cause any damage on patient.

Manufacturer narrative:
H.6. Investigation: ten sealed samples and one photo were provided to our quality engineer for investigation. Upon reviewing the photo, a leakage past the stopper can be observed. The ten samples were visually inspected, no damage was identified. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak and the stopper was properly assembled to the plunger on all products. A device history review was performed for the reported lot 1809254, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to determine a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: during the preparation of chemo infusion, the leakage occurred. The syringe was not used on patient because the defect had been noticed before that. Customer reported that this defect did not cause any damage on patient.